Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed, and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure (l3 to previous construct), there was an alleged inaccuracy. When taking the confirmation spin, the screw on the right side appeared to be in the disc space and the surgeon had to redirect it. Neuro monitoring was used during the case and everything appeared good for the patient. The screw on the left side was accurate and that was the screw that was inserted second. There was no drape over the reference frame during the spin. The surgeon felt accurate the whole time. A manufacturer spine representative was present. No additional spins were taken. This caused about a 10 minute delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was provided from the manufacturer representative that the navigation was inaccurate by 1-2mm. The event description has been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure (l3 to previous construct), there was an alleged inaccuracy of 1-2mm. When taking the confirmation spin, the screw on the right side appeared to be in the disc space and the surgeon had to redirect it. Neuro monitoring was used during the case and everything appeared good for the patient. The screw on the left side was accurate and that was the screw that was inserted second. There was no drape over the reference frame during the spin. The surgeon felt accurate the whole time. A manufacturer spine representative was present. No additional spins were taken. This caused about a 10 minute delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction to regulatory report 1723170-2018-05492 follow-up 001. Report was submitted with the wrong aware date, showing that it was late. The new aware date has been populated to reflect the correct timeline. If information is provided in the future, a supplemental report will be issued.